Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent.

Event description:
Device received from the USA for service. During servicing it was discover that cutter could not be removed from device. The device was being used during surgery. No injury or medical intervention occurred. There was no additional information provided.